Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the host pc¿s battery was weak which caused the host pc bootup issue. Fse replaced battery in the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.